Event description:
Hamilton medical ag received the following description: the ventilator was tested before going out. After turning it on, the ventilator's screen turned red. Despite restarting, the screen still turned red. No patient involvement

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Therefore the UDI field (in d4) was left empty. Investigation ongoing